Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients is male/57 years of age. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: continuous cardiac monitoring around atrial fibrillation ablation: insights on clinical classifications and end points. Pace pacing and clinical electrophysiology. 2016;39(8):805-813.

Event description:
A journal article was reviewed that contained information regarding this implantable loop recorder (ilr) model. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there was one patient who had pain and redness that ¿progressed to protrusion¿ thirteen (13) days post-implant. The device was explanted. There was also one patient who had a left atrial thrombus identified prior to the time of ablation. The status/location of the ilr is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.